Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/15/2016. The fse found that the tubing through pinch valve vl4a, the tubing through vl4b and the tubing at chamber vc26 were cut. The fse also found that chamber vc37 was clogged with dried diluent. The fse replaced the cut tubing and cleared chamber vc37, which repaired the leak. The repairs were verified by the fse.(B)(6).

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The volume of the leak was about 100 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.